Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. The customer experienced weak legs and was able to self-treat with sugar. Therefore, based on the information provided, there is no indication that an abbott diabetes care (adc) device contributed to a serious injury. No report is required.